Event description:
During placement of the stent in the rca, the stent was noted to be advancing ahead of the balloon. The stent was thought to have become dislodged from the balloon. A smaller balloon was placed in the pt and that balloon was inflated to trap the dislodged stent. Another stent was placed without complication.